Manufacturer narrative:
UDI# (B)(4). Additional information will be submitted within 30 days of this report.

Manufacturer narrative:
The customer complaint two coils (heli 10 tp cere, 5mmx10cm che10051030/lot unk), both have been checked according IFU. During the attempt to detach the first coil the detachment has been confirmed about the blue detachment box light and audible tone confirm the functionality. During the withdrawing of puher wire the coil also has been withdrawn. After several tries with the same result they change the detachment cable but without success. They try to retrieve the coil it detached during the withdrawing attempt within the micro catheter (sl10) and has been pushed with the wire into the aneurysm. (As the micro catheter was jailt prof struffert would not lose the position of the coil with withdraw of the catheter) another coil of the same lot showed the same problem and has been also pushed with the wire. They finished the procedure with helipaq 4x8 coil . All marker positions of the detach marker were correct which the sales rep verified on the x-ray. The customer assumed a problem with the whole lot thus they sent also 6 unused coil will be sent back. The detachment control box used was old dcb (black) with the standard cable (lot c31080. The pre-deployment electrical check was performed prior to inserting in the patient, and it passed the test. All connections appeared to fit properly without application of excessive force. The same connecting cables and dcbs were used successfully with subsequent coils. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, and no attempts made to detach the coil manually. After the event, no damages were noticed on the device (kink, bend, stretched, fracture, separate, stent, coil ring fracture, etc.), and after removal from the patient, the coil remained attached to the delivery system. No additional information was available. No consequence for the patient. Only one device was received and not the 6 unused devices as reported from the same lot. The returned box has lot c23212. The resistive heating coil section¿s outer sheath shows damage from multiple detachment attempts before and after cleaning. While a small portion of polymer was found around the resistive heating coil¿s socket ring, it cannot be definitively identified as being detachment fiber in origin due to the severe melting damage from multiple detachment attempts. Located on the top proximal end of the resheathing tool in the open cutout section; the v notch has been fractured. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The device positioning unit (dpu) passed electrical testing with resistance at 54.4 ohms and the enpower systems go green light illuminated and the classic black detachment control box (dcb) red fault light did not illuminate. Review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. While the exact circumstances of the coils non-detachment inside the aneurysm followed by an unintended detachment of the coil inside the microcatheter cannot be definitively determined due to severe damage at the distal tip of the dpu, but it is possible that procedural factors or user handling may have contributed to the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Therefore, no corrective actions will be taken at this time. Also, please note that information was completed for lot and product received that was accidentally not included in previous MDR submissions.

Event description:
Product was received for analysis.

Manufacturer narrative:
Lot number unknown; or was provided (but does not our records gtin (B)(4). The product was received for analysis, and additional information will be provided within 30 days of receipt.

Event description:
The customer complaint two coils (heli 10 tp cere, 5mmx10cm che10051030/lot unk), both have been checked according IFU. During the attempt to detach the first coil the detachment has been confirmed about the blue detachment box light and audible tone confirm the functionality. During the withdrawing of puher wire the coil also has been withdrawn. After several tries with the same result they change the detachment cable but without success. They try to retrieve the coil it detached during the withdrawing attempt within the micro catheter (sl10) and has been pushed with the wire into the aneurysm. (As the micro catheter was jailt prof struffert would not lose the position of the coil with withdraw of the catheter) another coil of the same lot showed the same problem and has been also pushed with the wire. They finished the procedure with helipaq 4x8 coil. All marker positions of the detach marker were correct which the sales rep verified on the x-ray. The customer assumed a problem with the whole lot thus they sent also 6 unused coil will be sent back. The detachment control box used was old dcb (black) with the standard cable (lot c31080. The pre-deployment electrical check was performed prior to inserting in the patient, and it passed the test. All connections appeared to fit properly without application of excessive force. The same connecting cables and dcbs were used successfully with subsequent coils. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system, and no attempts made to detach the coil manually. After the event, no damages were noticed on the device (kink, bend, stretched, fracture, separate, stent, coil ring fracture, etc.), and after removal from the patient, the coil remained attached to the delivery system. No additional information was available. No consequence for the patient.